Event description:
It was reported that approximately 2 months post iol implantation, a patient presented with corneal decompensation and anterior uveitis. No information was provided regarding post-op visual acuity. There was no surgical intervention to treat the event and the patient's condition is described as 'slowly improving." The patient has a history of shallow anterior chamber and laser surgery (iridotomy).

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.